Manufacturer narrative:
Continuation of d10: product ID 8781 lot # unknown serial# implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider via a distributor regarding a patient receiving gabalon intrathecal via an implantable pump for cerebral palsy. It was reported since the patient lives alone, a visiting caregiver noticed that the patient was moving around while lying on their stomach on (B)(6) 2025. Upon checking the pump implantation surgical site, it appeared red and swollen, so the hospital was contacted. The patient themselves did not report any specific abnormalities. The patient was diagnosed with a pump related infection on (B)(6) 2025. Due to infection around the pump, an emergency surgery was performed on (B)(6) 2025 to remove the pump and catheter. Hospitalization or prolonged hospitalization was indicated. Recovery was confirmed as of (B)(6) 2025. The causal relationship of the event to the drug (gabalon) and catheter were unrelated, but unknown if related to the procedure or pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the pump and catheter would not be returned as they were discarded. Additional information received from a foreign health care provider (for, hcp) via a distributor indicated that no particular tests were associated with infection around the pump. The gabalon intrathecal dose was 175 mcg/day.